Manufacturer narrative:
(B)(4). The device has not been explanted. The complainant part is not expected to be returned for manufacturer evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4). Manufacturing date: june 11, 2015 - expiration date: may 31, 2025. A non-conformance report (ncr) was issued for burr in cannulation. The non-confirming parts were scrapped. The sterility documentation was reviewed and determined to be conforming. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a right-sided trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2015 during which the surgeon successfully reduced the patient's fracture. Prior to suturing the patient, the surgeon noted that the proximal end of the nail appeared to be protruding from the greater trochanter. The patient was sutured up and the procedure was completed with no reported surgical delay. Routine post-operative x-rays were taken that confirmed the protruding nail above the greater trochanter. At this time, however, there is no indication that a revision surgery will be performed. This report is 1 of 1 for (B)(4).